Event description:
It was reported that the pump usb port was cracked resulting in difficulties charging the pump. Blood glucose level was 386 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.